Event description:
Information was received indicating that the extension set exhibited leaking. Patient reported leaking multiple times. The patient also reported that the leaking was observed after the medication was being administered for a day. There were no patient adverse effects due to the reported event.